Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to confirm the reported issue. The fse replaced the grey scope connector. The device was repaired according to specifications. Software attributes were verified and confirmed. No other issues were found during the inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A biomedical technician at a user facility reported the grey connector was broken and needed to be replaced on an oer-pro endoscope reprocessor. The issue was discovered during reprocessing. No patient involvement or injuries were reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the connector unit was broken by breakage/loose of the connector. It may have disconnected the connecting tube. Stress/impact may have been added to the connector toward loose direction by the user handling, and the accumulated stress may have caused the breakage.